Event description:
Litigation papers allege: patient was implanted with a depuy asr hip implant on his left side on or about (B)(6), 2008. Patient has experienced cobalt and/or chromium poisoning and constant pain. Patient has not yet had a revision surgery.

Manufacturer narrative:
Corrected: event/problem description, brand name, explant date. Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege: patient was implanted with a depuy asr hip implant on his left side on or about (B)(6) 2008. Patient has experienced cobalt and/or chromium poisoning and constant pain. Patient has not yet had a revision surgery. Update: (B)(4) 2012 - the sales rep has reported the revision surgery. Patient was revised to address pain and high ion levels.

Event description:
**Update** (B)(4) 2013 - plaintiff¿s preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Complaint updated (B)(4) 2013.

Manufacturer narrative:
Depuy still considers this investigation closed.